Manufacturer narrative:
The consumer admitted that she was sleeping with the heating pad, which is contrary to the instructions for proper use.

Event description:
A consumer stated that she had allegedly received second degree burns on her hip while using a heating pad. The consumer stated that she was using the heating pad in bed and was sleeping when the incident occurred. The consumer stated that she received medical treatment from an onsite nurse at her workplace for her injuries. She also alleged that the heating pad did not automatically shut off as it should after an hour. The instructions for proper use clearly state "do not use while sleeping. This heating pad is intended for use on top of your body. Do not sit or lie on top of the heating pad. Never place pad between yourself and chair, sofa, bed or pillow."